Event description:
It was reported that the patient experienced unspecified issues with an ams sling system, artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.